Manufacturer narrative:
The device was rec'd by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem of cannot remove cutter was confirmed; a broken cutter was found in the attachment, and was removed for evaluation. The cutter fracture could not be duplicated in lab testing, and it was concluded that the shaft fracture was likely caused by fatigue caused by excessive side loading or extended use. The attachment's bearing retainer and spindle were also observed to be damaged, but it was concluded that this was likely caused by an attempt to remove the fractured cutter shaft at the customer site. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report was rec'd from the USA stating that cutter could not be removed from the device; the bit broke inside the driver during an acdf procedure. No injuries were reported to have occurred, however, it is unknown if medical intervention was necessary. There was no add'l info provided.